Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a normal generator change. Upon interrogation, the right atrial lead exhibited noise. Other electrical measurements were in range. Noise was reproducible prior to the procedure. During procedure, the lead was capped and replaced successfully. The patient was doing well and would continue to be monitored with routine follow up.